Event description:
Explant - progressive left ventricular hypertrophy. A 38 year old female with unk med history underwent a mitral valve replacement using a 34mm mitral homograft on 10/07/96. On 03/16/98, the valve was explanted due to the patient's worsening condition of left ventricular hypertrophy. Upon exam of the explanted tissue, it was found to have shrunken to 21mm and showed some fraying of anterior mitral leaflet.